Event description:
It was reported that the pt had experienced a loss of therapeutic effect. It was found that the catheter had pulled out of the intrathecal space and coiled next to the v-wing anchor; the anchors were fully intact and functioning normally. The distal catheter was removed in 2008, and the pump was put at minimum rate. The pt was treated with unspecified intravenous antibiotics. The pt had cancer and did not have a great prognosis for life expectancy, so the pt decided not to pursue the treatment any further; the pt elected to not reactivate the device. It was thought that tissue changes due to the disease process may have been a contributing factor to the catheter related event. The pump was used to deliver fentanyl, bupivicaine, and clonidine. The pt outcome was reported as "managing" and the pt had no device related complications.